Event description:
It was reported that the patient with this ambicor penile prosthesis (app) stated he heard a sound when attempting to inflate the device, which then stopped inflating; therefore, a replacement surgery was scheduled. No further information was provided.

Manufacturer narrative:
Device codes detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient enrolled in the it matters study with this ambicor penile prosthesis (app) implanted. Approximately six months later, the device exhibited inflation issues; therefore, a medical appointment for device evaluation was scheduled. No further information was reported.

Manufacturer narrative:
Additional information updated: b5: describe event/problem h6: impact codes. Upon receipt of additional information and further review by the manufacturer, it was determined that this event no longer meets the reporting criteria for the device in question, as there was no patient adverse event or device malfunction that required medical or surgical intervention to prevent patient harm. Additionally, there is no information to reasonably suggest that the reported malfunction, or their recurrence, could cause or contribute to death, serious injury, or serious deterioration in the health of a patient, user, or other person.

Event description:
It was reported that the patient with this ambicor penile prosthesis (app) stated he heard a popping sound when attempting to inflate the device, after which it no longer inflated; however, upon office evaluation, the device was found to be well seated and functional. Additionally, the patient stated he had no issues with the app aside from that single instance. No patient complications were reported.